Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument did not move as intended and had loose cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained: the reported issue occurred while the surgeon was attempting to manipulate instruments with his head in the surgeon side console (ssc) high resolution stereo viewer (hrsv). The failure was not related to inability to move the instrument at all. There was no shakiness/friction and no arm to arm interference. There were no external collisions. The fenestrated bipolar forceps instrument was switched to another and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed and replicated. The instrument was found to have a broken grip cable at the proximal end causing the cable on the distal to become loose. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at clamping pulley/backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h10/h11 for follow-up information.